Event description:
It was reported that stent dislodgement occurred. A 3.00x24mm promus premier stent was advanced to the lesion. It was noticed that the stent fell off the balloon. The dislodged stent was successfully retrieved from the patient through snaring. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).